Manufacturer narrative:
(B)(4). The lot was manufactured on october 24, 2014 - october 25, 2014. The device was received and the evaluation was completed to investigate the reported issue. Visual inspection revealed white floating particles inside the device. The reported condition was verified. However, the cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white particle was found floating in a large volume infusor. This was observed after compounding with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.